Manufacturer narrative:
Updated fields: b5, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of the reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair and does not know what the foreign material is but if they had to guess it is probably organic. It is unknown if there was a delay to the start of pre-cleaning. During the pre-cleaning process, the customer supplied air and water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. It is unknown if the user pre-soaked the endoscope with detergent solution. The user cleaned/brushed the instrument channel with a clean lint-free cloth, brush, or sponge. The user also brushed the instrument channel port and suction cylinder. Based on the results of the investigation, the root cause could not be determined. Although it was confirmed that the air/water nozzle was clogged with foreign material, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: olympus cf-h170l/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Olympus cf-h170l/I reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided from the customer. The reported issue was detected before an unspecified diagnostic procedure, while preparing for use.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company's MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (nozzle blocked with foreign material) was confirmed. In addition, service found the objective lens was scratched, the insertion tube was folded, and the bending angle was out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the nozzle was blocked with foreign material. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.